Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value &#62;= 10,000 ohms) during an office visit on (B)(6) 2014. The patient¿s device was subsequently disabled. No patient adverse events or trauma were reported. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the patient was referred for surgery to explant the generator. The lead is planned to stay implanted. Follow-up revealed that the patient's family did not want to pursue any surgical interventions in the patient's neck and elected to remove the generator. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the patient was referred for surgery to explant the generator but not the lead. The reason for explant is unknown. Attempts for additional relevant information have been unsuccessful to date.